Event description:
It has been reported to co that during the procedure this device leaked. Reportedly, the leak occurred at the three way stopcock. There is no report of pt injury. The device is being returned for co's analysis.